Manufacturer narrative:
This report is a consolidation of reports summarized as part of the FDA voluntary malfunction summary reporting program. Three events were reported in quarter 4 of 2019. The three events did not have patient involvement and had no reported injuries. The three devices will not be returned for evaluation and were serviced in the field. Due to the three dental chairs not being returned, an equivalent device on site is being used to perform the evaluation to try to recreate the issue to determine the root cause.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. One event stated that the dental chair back was not working as intended and upon further inspection it was found that both back casting bolts were backed out. The two other events stated that the bolts to the back casting were inspected and all four bolts were found to be loose and were backing out. The three events reported no injury or patient involvement.